Manufacturer narrative:
(B)(4). The reported complaint that the device failed to detect air could not be confirmed. Data from the device(s) event history log indicates that the infusion ran until the infusion complete-kvo alarm and was subsequently terminated by the user. Testing with the returned used disposable set, with the segment of blood aligned with the air detector, failed to replicate the reported issue. Each attempt to start an infusion resulted in an air in line alarm. Air in line testing at the incident rate and air in line settings found the device to be detecting air within specifications. The root cause of the reported complaint of failure to detect air was not determined.

Event description:
Customer reported that at the end of a blood transfusion to a pt, air passed through the pump and the pump did not initially alarm for air-in-line and kept transfusing until almost the entire tubing was filled with air. The pump did eventually alarm after the tubing was full of air. The nurse noted the issue before the air reached the pt and stopped the infusion. No pt harm reported.